Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a cath lab technician trained in the use of the starclose device achieved arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the safety release steps were completed, the access ports using the dilator successfully unlocked the mechanism and the vessel locator wings were completely collapsed. The device was noted to be stuck and using counter-tension the device was removed. Resistance was felt upon removal of the device. Hemostasis was achieved with the starclose clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.